Manufacturer narrative:
Treatment with sodium bicarbonate was cancelled immediately. It is yet unclear if any of the pts took any permanent injury from the event. Dr (B)(6) will determine this from a f/u examination in 2 - 3 weeks. The event was caused by a use error. All measurement results displayed or printed by the instrument contained the error message "0476: messung instabil" for ph, and should therefore not have been used for diagnosis. Even though the instrument was insufficiently maintained and had a malfunction, the safety measures worked as intended and the user was warned about the error. Following the event a svc tech cleaned the ph/bg measuring chamber, replaced the sealing gasket of the ph electrode, replaced the reference electrode, and re-membraned the new reference electrode.

Event description:
The analyzer had received maintenance from a radiometer svc engineer who had re-membraned the reference electrode, and calibrated the instrument. Following this procedure the qc results failed, yielding the error message "ph unstable." The traffic light on the instrument display was in yellow, signalling the qc error. The svc engineer then left the instrument. Later in the afternoon, a series of samples were analyzed on the instrument, and the results were used diagnostically. Two premature neonatal pts were treated with increased amounts of sodium bicarbonate until the error was noticed. Later on this night, the customer re-membraned the reference electrode several times without success. On the next morning, (B)(6) 2011, a svc tech visited the customer again and performed maintenance on the instrument.